Manufacturer narrative:
Reported event an event regarding disassociation and wear/metallosis involving an accolade stem was reported. The event was confirmed. Method & results -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. From the photographs provided there is evidence of the presence of biological material and the stem has trunnion wear, which is consistent with the loss of taper lock. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted metal head and stem. From the photographs provided there is evidence of the presence of biological material and the stem has trunnion wear, which is consistent with the loss of taper lock. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported revision surgery was required as it was identified through x rays that the head had disassociated from the trunnion. It was further reported that the original implant surgery was approximately 10 years prior.